Manufacturer narrative:
No patient demographics were provided, such as age date of birth, gender or weight. The beckman coulter fse dispatched to the customer site determined that the substrate pump was the cause of the failed system checks and ind flags reported by the customer. The malfunctioning pump caused the substrate fluidics system to dispense a lower than specified substrate volume. The cause of this event was a hardware malfunction. This malfunction has the potential to cause the system to generate erroneous patient results. The customer repeated patient samples following service activities to provide reportable results.

Event description:
The customer contacted beckman coulter on (B)(6) 2016 to report obtaining indeterminate-flagged (ind flagged) troponin I (access accutni+3) results for two patients' samples generated on the access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system (serial number (B)(4)). The purpose of the ind result flag is to alert the customer that a sample reading is outside the range of the current assay calibration curve and cannot be distinguished from a system or operator error. This flag indicates that a final result cannot be calculated. It is provided to prevent reporting of potentially erroneous results, which it did in this case as intended no erroneous results were reported out of the laboratory. There was no report of any harm to patients, users, or other persons in association with this event. Information on the collection and processing of the patients' samples was not provided. The customer stated that all quality controls (qc) had recovered within range for that day. The customer reported finding "sample counts outside limits" in the event log. The customer ran system check on (B)(6) 2016 that failed to meet specifications. System check was repeated after the initial failing; this check also failed. A beckman coulter (bec) customer technical specialist (cts) instructed the customer to inspect the substrate bottle and associated lines. The customer identified a loose fitting and tightened it. The customer then primed the substrate lines and ran another system check. This system check also failed. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to evaluate the analyzer